Event description:
It was reported the pt's ipg becomes uncomfortably warm when the stimulation is on. The pt met with his physician and the physician stated the ipg is slightly superficial. Surgical intervention to relocate the pt's ipg will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.